Event description:
Out of range shock impedances measurement of greater than 150 ohms was reported on 021 via home monitoring. The lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.